Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving dilaudid (80mg/ml at 8.688mg.day) via an implanted infusion pump. The indications for use included non-malignant pain and other non-malignant pain. It was reported that the clinic noted intermittent motor stalls on telemetry. The event date was (B)(6) 2017. No additional diagnostics or troubleshooting beyond telemetry were noted. Regarding environmental, external, or patient factors that may have led or contributed to the issue, it was suspected that the pump was part of the motor stall field action. The patient was referred to a neurologist for pump replacement, and the surgery was planned but had not been scheduled at the time of report. The issue was considered unresolved, and the patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The pump was replaced on (B)(6) 2017 and the facility was sending the pump back for analysis. No further issues were reported or anticipated.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a pump tube integrity anomaly/unconfirmed pump tube breach, a gear train anomaly of corrosion and/or wear and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found shorting across the insulator of the feedthru anomaly. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was also receiving 100mcg/ml clonidine at 28.96mcg/day. It was reported that the patient was not involved in a clinical study. It was also reported that the device will be returned to the manufacturer, and it was replaced with a manufacturer's product. It was reported that the device was used with/in the patient for treatment. There was no patient death or injury, and the patient recovered without sequela. No further complications were anticipated/reported.